Event description:
The actual and residual reservoir volumes are consistently "off". The device is one and a half years old. A dye study was performed and was normal, although the hcp encountered difficulty aspirating and met with resistance when injecting the dye. A roller study was also performed and was normal.